Event description:
The customer reported having unexplained low blood glucose of 52 mg/dl. Troubleshooting was performed. Ran a fixed prime test and passed. The reservoir was showing the same amount of insulin that the status screen shows. The customer mentioned taking antibiotics due to a dark discharge from her throat. The customer stated that she was feeling tingling in feet and cheeks. Instructed the customer to take three to four teaspoons of sugar. The customer has treated with the insulin pump and manual injections. The customer stated that she contacted the nurse and was advised to disconnect from the insulin pump for an hour and then reconnect. The customer also mentioned that the paramedics were sent to her home, but she declined to go to the hospital. The customer's most recent glucose reading was 81 mg/dl. Advised the customer to call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.